Manufacturer narrative:
Due to the foreign material clogging the nozzle, the air supply volume did not meet specification. The device evaluation also found the biopsy channel was leaking. The distal end of the cable cover was damaged, and the insulation was out of specification. Due to wear, the rubber adhesive on the bending section was detached. Due to wear of the angle wire, the bending angle was out of specification. The scope cover was worn. The insertion tube was buckled. The light guide lens was chipped. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The user facility reported that during maintenance of the evis exera ii colonovideoscope, an error message appeared on the reprocessing machine for a blocked air/water channel. An attempt to flush and clear the channel was not successful. The colonovideoscope was returned to an olympus service center for evaluation. The device inspection found that the air/water nozzle was blocked with foreign material. This report is being submitted for the reportable malfunction of foreign material identified in the nozzle during the evaluation. There was no report of patient or user harm due to the event.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 08-nov-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the nozzle was clogged with foreign material such as gauze, piece of peripheral accessories, body fluid and an adherent came from used chemical agents because reprocessing after the previous procedure was inappropriate. The user is able to detect the suggested event appropriately by handling device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function". The user is able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: reprocessing manual_ precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor field performance for this device.